Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about five days after the implant procedure, the left ventricular lead threshold was elevated and a chest x-ray revealed a dislodgement. A lead revision is scheduled and the lead remains in use. The patient was a participant in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.